Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Report source, literature - ernstbrunner, l. Et al (2018). Long-term results of total elbow arthroplasty in patients with hemophilia. Journal of shoulder and elbow surgery, 27(1), 126-132. Doi: 10.1016/j.jse.2017.09.009. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported in a journal article that at ten years due to complete bushing and bearing wear an elbow required a polyethylene exchange. Attempts have been made and additional information on the reported event is unavailable.